Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the clip delivery system (cds) was returned and investigated. The reported difficulty in deploying the clip resulting in the clip getting in a wedged position was unable to be tested as the clip remains implanted in the patient. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty deploying the clip could not be determined. The clip getting in a wedged position (device operates differently than expected) appeared to be due to procedural conditions as it was subsequent to the difficult deployment. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During deployment, the actuator knob was retracted 1cm; however, the clip became wedged and did not release from the system. The delivery catheter (dc) handle was turned one fourth of a turn clock and counterclockwise. After approximately one minute, the clip released successfully, reducing the mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.